Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they had leak reservoir at second o-ring. Customer's blood glucose at time of incident was 111.6mg/dl. Reservoir will not to be returned for analysis but need to be replaced.